Event description:
Light fell at extension arm junction during procedure. No injuries occurred.

Manufacturer narrative:
The light was in use when it separated from the down tube at the extension arm junction. No injuries occurred and the light was replaced. The unit shows signs of excessive wear and tear. The arm was continually fatigued by the end-user pushing the extension arm up into the pivot support. This caused the extension arm to separate and drop. The end-suer should have noticed the damage occurring at the junction and had the light repaired prior to the incident.